Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he ran a blood glucose test at 1:21 p.m. On his contour next ez meter and obtained a reading of 137 mg/dl. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. The customer also returned the contour next test strips. However, the returned test strips from lot # 0bpeb31a were different from the one indicated to be involved in the event occurrence i.e. Lot # 9kpec31h. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 9kpec31h and returned test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly marked as blood results in the meter's memory.